Manufacturer narrative:
Patient information not be provided by the site. No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the system unexpectedly stopped responding to any mouse or keyboard commands. It was noted that the system also was not reacting to instruments that had been brought into camera zone. A hard shutdown and reboot was performed and the site chose the same patient and continued from where they were. The system was working normally after reboot to the end of surgery. There was a less than hour surgical delay and no reported impact to the patient.

Manufacturer narrative:
A software analysis was initiated through reproducibility testing. However, the software evaluation found that a probable cause was unable to be determined since the behavior could not be replicated. Fdm, fdc still apply to this analysis. The main component of the system and other applicable components are: product ID: 9733763, synergy cranial s7, software version: 2.2.8. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the site had not reported other issues with the system.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was noted that the system had stopped unexpectedly. The customer had rebooted the system and was able to continue the surgery. If information is provided in the future, a supplemental report will be issued.